Manufacturer narrative:
Correction: e4, h6 health effect - clinical code 060109 was inadvertently omitted on the initial manufacturer device report the investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient on impella cp support was taken to the cath lab for escalation of treatment to an impella 5.5. The patient experienced ventricular tachycardia and was defibrillated and placed on veno-arterial extracorporeal membrane oxygenation peri-arrest. Impella cp was successfully weaned and explanted in the procedural area. Patient hemodynamically stable on impella 5.5 support.